Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the device was not in an appropriate position due to patient manipulation. The device was repositioned to resolve the issue. The patient is in stable condition.